Event description:
Gastrojejunostomy (gj) catheter was implanted and patient noted some discomfort. A defect was found in the catheter by fluoroscopy guidance. An additional blush of contrast was seen to emanate from the coiled portion of the tube which was present in the stomach. The catheter was removed.